Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to damage to the insulation. A new lead was successfully implanted the same day. No additional adverse patient effects were reported.